Manufacturer narrative:
(B)(6). Original implant date reported is (B)(6) 2015. Not explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a 4.5 millimeter (mm) cortex screw head broke off during a dynamic hip screw (dhs) surgery. On (B)(6) 2015, a male patient with a left hip fracture underwent an open reduction and internal fixation with a dhs. While the surgeon was attaching the dhs side plate with 4.5 mm cortex screws, the head broke off on the third screw during the final tightening. The screw was left in the patient, but the screw head was taken out easily, without additional intervention. There was no surgical delay or additional medical intervention. Three other screws in the plate were implanted with no issues. It was reported that the surgery was successfully completed and that the patient outcome was: fine. This report is 1 of 1 for (B)(4).